Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error/alarm reading on an intra-aortic balloon pump (iabp). Med watch medical device report (B)(4) was received through FDA¿s medsun program.

Manufacturer narrative:
Updated fields: h6, (type of investigation, investigation findings, investigation conclusions). The customer checked the connections and found no leaks. The customer replaced the unit and the error persisted every 10 minutes. There was no patient injury reported. No further information was provided. If any pertinent information is given, the investigation will be reopened and submitted accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an error/alarm reading on an intra-aortic balloon pump (iabp). Perfusionist arrived and the error was reading "gas gain error," and the iabp stopped pumping while the error occurred. Perfusionist troubleshooted the iabp. Connections were checked, no leak present. Patient was comfortable, no coughing or movements that would affect the iabp. Leg was straight, no bleeding from the catheter site. The catheter was swapped onto a new iabp console, but the same error presented. Perfusionist changed the helium tank as well, due to gas being lost. The perfusionist tried to start the iabp again, but the same error would occur every 10 minutes. The iabp was set at a frequency of 1:3 and was triggering from direct pressure and ECG. Chronic care management (ccm) md decided best course of action would be to remove the iabp catheter in the cardiac catheterization lab. Perfusionist believes that the console was not the issue and that it was the catheter. The perfusionist has kept original catheter (arrow teleflex).